Event description:
Left total hip replacement on (B)(6) 2007. She received the depuy total hip pinnacle 300 acetabular cup sz mm 52, the pinnacle metal insert 36mmx52mmod, and the aricul/eze metal on metal femoral head 36mm, -2, 12/14 cone. In 2010 she began experiencing pain and a burning sensation in her left hip on a daily basis. She is unable to stoop or bend over and her left leg gets numb at times. The pain and burning has caused her hip to give out, and she has fallen several times as a result. These problems are ongoing. Reason for use: avascular necrosis.